Event description:
During trouble shooting of a check supply line (csl) alarm, which occurred on the homechoice (hc) during use, the home patient (hp) started over with a new cassette but they did not change the bags. The baxter technical service representative (tsr) suggested the hp to start over with all new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. The writer received a call from the home patient on (B)(6) 2011 in regards to a check supply line alarm and they said they were able to resume therapy after starting over with new supplies. They did not notice anything unusual about the previous supplies. They did not have a sample available or a lot number. Since then, they have been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed.

Manufacturer narrative:
(B)(4). The labeling provided in the patient guide was found to be sufficient and accessible to the complaint. The reported problem was confirmed. The assignable cause was related to use error. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.